Manufacturer narrative:
The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were device "expelled out," "pushing itself out" of "a penny size hole on the breast," deflation, and patient concern with the product.

Event description:
Healthcare professional reported a left side deflation and patient concern with the product. Patient additionally reported left side device "expelled out" or "pushing itself out," and healthcare professional additionally reported device "pushing itself out of a penny size hole on the breast." Device has been explanted.